Manufacturer narrative:
Calibration signals were too low. Qc results were out of specification. No relevant alarms were observed on the alarm trace data. On (B)(6) 2023 the field service engineer (fse) checked various parts of the instrument and found an issue with a tube connected to the sample/reagent probe. The fse resolved this issue. The investigation is ongoing. H3: na.

Event description:
The initial reporter complained that the results for 3 patient samples tested for elecsys tsh (tsh) on a cobas e 411 immunoassay analyzer did not correspond to the ft3 and ft4 results or the tsh results from a different system. On (B)(6) 2023 patient 1 ( (B)(6) ) tsh result from the e411 analyzer was 1.71 uiu/ml (reference range 0.27 ¿ 4.2 uiu/ml). On(B)(6) 2023 the repeat result from the e411 analyzer was 1.04 uiu/ml. The patient had high ft4 and ft3 results. On (B)(6) 2023 patient 2 ( (B)(6) ) tsh result from the e411 analyzer was 0.343 uiu/ml (reference range 0.27 ¿ 4.2 uiu/ml). The repeat result on the same analyzer was 0.363 uiu/ml. On (B)(6) 2023 the sample was sent to an external laboratory using an unspecified clia method and the result was < 0.004 uiu/ml with a data flag (reference range 0.35 ¿ 4.94 uiu/ml). On (B)(6) 2023 the sample was repeated on the e411 analyzer using a new reagent box of the same reagent lot and the tsh result was 0.005 uiu/ml with a data flag (reference range 0.27 ¿ 4.2 uiu/ml). This repeat result corresponds to the result from the external laboratory. On (B)(6) 2023 patient 3 initial tsh result from the e411 analyzer was 0.291 uiu/ml. On (B)(6) 2023 the repeat result from the e411 analyzer was 0.367 uiu/ml. The sample was sent to an external laboratory using an unspecified cmia method and the result was < 0.004 uiu/ml with a data flag (reference range 0.350 ¿ 4.94 uiu/ml). The questionable results were reported outside of the laboratory. The e411 analyzer serial number (B)(6).

Manufacturer narrative:
The suspect medical device was updated. Relevant fields of sections d and g were updated. The tsh reagent lot number was 66034100 with an expiration date of 31-aug-2023. Based on the information provided, a general reagent issue can be excluded. The investigation determined the issue identified by the field service engineer (fse) was the root cause of the event.